Event description:
This lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2013. Patient came in over the weekend to the ER as patient felt he had bad stomach virus. Apparently they suspect infection so they will do a full system extraction. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).